Event description:
Customer reported the collimator closed down and will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the nuts on the isolation transformer. System operates as intended.